Manufacturer narrative:
Manufacturer's investigation conclusion: the reported left ventricular assist device (lvad) fault alarm was confirmed based on the submitted log files. The alarm, which lasted approximately 2 seconds, was the result of elevated current draw in the pump due to an increase in rotor noise. There were additional increases in rotor noise captured after the alarm, which resulted in pump power increasing as high as 11.0w, but no additional alarms occurred. Based on the captured data, the pump rotor maintained levitation and speed throughout the events, indicating that there was no interruption in support. The 6 days of log file data following the events showed no recurrence of the issue. The center reported that the patient was implanted with a medtronic micra transcatheter pacemaker the day before the event. The proximity between the wand and the lvad during the event was not known. According to the micra transcatheter brochure, it is recommended that items containing magnets should be kept at least 6 inches away from the pacemaker. The patient reportedly remained asymptomatic and stable during the event and no additional related issues were reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU contains warnings in the introduction, surgical procedures, and patient care and management sections that that the pump may cause interference with icds. If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a lvad internal fault alarm on (B)(6) 2020 which was confirmed by log file. Pump power was elevated at 4.9w to 11w before returning to baseline 3w. Motor instability and rotor noise flags were noted. Patient was on tracheostomy ventilator and dialysis. Elevated powers could have been related to dialysis or something working against the rotor. Fluctuating pi's were up to 6 intermittently since readmission on (B)(6) 2020. Patient asymptomatic, stable, and continued on anticoagulation. The patient was implanted with medtronic micra transcatheter pacemaker in right ventricle. During the time of event, pacemaker was being reprogrammed/interrogated and they could hear changes in the pump. The wand used for reprogramming contained a magnet which likely interfered with the pump and pacemaker.